Event description:
The pt reported she had stimulation, but she was unable to locate her ipg with her charger. The pt reported weight loss and has had difficulty keeping the antenna in place. A new charger was sent to the pt. Attempts to follow up with the pt have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.